Manufacturer narrative:
Terumo evaluated the device and confirmed that the connection to the inlet and outlet ports of the arterial filter were leaking. The leaks only occurred when the tubing at the connection sites was manipulated. The tubing is bonded to the inlet and outlet ports of the arterial filter. The bond can be broken when the tubing is manipulated causing a leak. The specification has been revised to add a tie band to the inlet and outlet connections to the arterial filter. Complaint will be included in associates awareness training. The device history record did not indicate any production related problems. All available information has been placed on file in quality management for appropriate tracking, trending, and follow-up. (B)(4).

Event description:
The user facility reported to terumo cardiovascular that a leak during prime occurred due to a loose connection between the tubing and the (arterial) filter connector - pipe (port). The filter was changed out prior to initiation of procedure. Banked blood was used during the prime process and 50 ml of the banked blood was lost due to the leak from the connection. The procedure was completed successfully and there was no observed harm to the patient.